Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision depuy synthese 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: (device codes) product complaint # (B)(4). Investigation summary examination of the returned device revealed breakage. The device is not cracked as initially reported. Root cause and corrective action are documented in the CAPA system. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device revealed breakage. The device is not cracked as initially reported. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that after surgery they noticed that the impactor was cracked and probably 1 impact away from breaking, so they pulled it from the set. No surgical delay.